Event description:
It was reported that the right atrial (ra) lead exhibited low intrinsic amplitude with undersensing observed. This lead remains in service. No adverse patient effects were reported.